Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6), 2017, it was reported that the device was skipping when in use. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on april 7, 2017 revealed that the head and control bar were chipped and the hand piece was corroded. The calibration was out of specification and the thickness control lever would not turn to the "30" setting. The motor ran within specifications. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device was skipping when in use¿ was non-verifiable since no tests could be performed to replicate the reported event. No tests could be performed to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was skipping when in use. The surgeon was taking the skin graft donor when it began skipping across the skin surface of the patient. The harvested graft was usable. However, it was smaller than expected and an additional graft had to be taken. No additional adverse events were reported as a result of the malfunction.